Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to end-of-life indicator after 54 months of service. This crt-d was returned for laboratory and another crt-d was successfully implanted withoutout reported patient affect. An allegation of premature battery depletion had been made.